Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that the patient was doing well for several weeks, and noticed a change about a week and a half ago. It was reported that the patient went to the bathroom five times last night. It was noted that the patient fell last week while trying to get to the bathroom. The reporter stated that the following day she had an x-ray of her head and her health care provider told her she was fine. It was reported that the patient wasn't able to adjust stimulation and the device was off. The reporter stated that stimulation was increased from 5.8 to 6.9, and later increased to 7.1. It was unclear if stimulation was able to be adjusted or if the device was on or off. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00ggn, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).